Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2024, fujifilm healthcare americas corporation was informed of an event involving eb-580t. It was reported that there is a concern for potential defect inside the scope that could be a source for harboring bacteria. Three patients test positive with a rare bacterium and are trying to identify a source.